Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon inspection, the fse determined that the monitor was faulty. The fse replaced the monitor. After replacement of the monitor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: in this scenario, the customer complains of artifact, but the customer continues and completes the procedure on the same system with no effect on the procedure, and the artifacts are recognizable. The potential for artifact to occur is well known by clinicians in the field of radiology and interventional radiology. Many artifacts do not impede the ability for the procedure to be continued. This may be because the artifact can be resolved (i.e. By moving something that is external to the patient or reducing interference from other medical devices), can be reduced (i.e. By limiting patient movement or timing interventions with cardiac/respiratory motion), or can be easily recognized without risk of causing confusion/misinterpretation. A scenario in which the customer reports artifact but it is recognizable and does not impede the ability to proceed with the procedure is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the intermittently big screen in the operating room. The device was in clinical use. No patient harm reported. The service engineer performed fault service. Philips has started an investigation of the complaint.